Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that an infection occurred at the implantable neurostimulator (ins) implant site. The device settings were not known. No x-ray images were available. A patient factor that may have contributed to the event was possibility of metal allergy. Metal allergy tests were scheduled to be performed. The action taken to resolve the issue was ins explant procedure was performed. The issue was not resolved at the time of this report. The indication for use included parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.